Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected rewind anomalies noted. No unexpected low battery alarm anomalies noted. No excessive no delivery or occlusion alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing multiple malfunctions. The customer's blood glucose at the time of the incident was unknown. The customer was experiencing no delivery alarms, keypad anomaly, rewind taking longer and sounding louder, and a decreased battery life. The insulin pump will not be returned for analysis.